Event description:
Meter name: ot basic. Strip name: ot basic. Meter code: 7. Strip code: 7. Strip storage: unknown, but good condition. Symptoms: dizzy. A patient reported they were seen by doctor. Their meter allegedly was inaccurately low. The result on their meter was 167 mg/dl. The result on the doctor's meter was unknown. The time difference between patient's meter was unknown and doctor's meter was unknown. Treatment was an unknown type of IV. No further information has been reported.